Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka there were multiple 510k numbers g4. PMA / 510(k)#: k213670, k231373 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes there was a molding defect sharp protrusion on the inside of the tube causing aspiration errors. No adverse impact was reported regarding the patient or user.

Event description:
It was reported after using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes there was a molding defect sharp protrusion on the inside of the tube causing aspiration errors. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary : bd received one photo for investigation. The evaluation of the photo revealed damage to the inside of the tube, including an indentation and the plastic peeling away from the inside wall. Additionally, a total of 100 retained samples were visually inspected, and no damage to the inside of the tube was identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged-protrusion in tube. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.